Event description:
Sfx cross-link was placed on the spinal rods. While tightening, the tip of the driver broke off before the torque wrench maxed out. The broken tip remains in the cross-link which was implanted. The surgeon was able to use another instrument to complete the procedure without delay and with no adverse consequences to the pt.

Manufacturer narrative:
A mfg error resulted in the ip component being heat treated to the wrong spec. As a result, the tip may strip or fracture below the 65 in/lbs of force applied to lock the sfx implant to the spinal rod. It is unlikely that breakage would result in any adverse pt outcome. However, this could result in a portion of the tip being left inside the implant or a delay to the case to remove and replace the implant. As a result, depuy spine has notified our local office and is taking remedial action to remove this lot of product from the field.